Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0ypng, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient experienced a loss of therapy in (B)(6) 2016. The patient felt stimulation and in the correct area. The settings were too strong at 4.5 volts so they were decreased to 2.5 volts. The patient later reported that they had notified their managing physician about the loss of therapy. There was a lead #3 that was off. The patient was waiting for a surgery appointment to be scheduled. Still having urgency and frequency were the circumstances that led to the loss of therapy. No steps had been taken yet to resolve the loss of therapy and it was not resolved. The patient later reported that the lead needed to be replaced on (B)(6) 2016.

Event description:
Additional information received via the consumer reported the patient's first implantable neurostimulator (ins) had not worked since implant. There was a revision surgery performed to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.